Manufacturer narrative:
The biomedical engineer (bme)reported that there was intermittent signal loss being displayed on the central nurse's station (cns) for the b beds. On the upper level of the hospital, the antenna are in the hallway. Most rooms have an "a" bed and a "b" bed, with the "a" bed being close to the hallway and the "b" bed being further. They are noticing intermittent signal loss on the "b" beds. The issue is regarding a system that is fully operational and the caller understands that these small 1-2 second bouts of loss can be attributed to patient movement, bathroom usage, and other mitigating factors. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the telemetry transmitters were being used in conjunction with the cns.

Event description:
The biomedical engineer (bme) reported that there was intermittent signal loss being displayed on the central nurse's station (cns) for the b beds. On the upper level of the hospital, the antenna are in the hallway. Most rooms have an "a" bed and a "b" bed, with the "a" bed being close to the hallway and the "b" bed being further. They are noticing intermittent signal loss on the "b" beds. The issue is regarding a system that is fully operational and the caller understands that these small 1-2 second bouts of loss can be attributed to patient movement, bathroom usage, and other mitigating factors. No patient harm reported.

Event description:
The biomedical engineer (bme)reported that there was intermittent signal loss being displayed on the central nurse's station (cns) for the b beds. On the upper level of the hospital, the antenna are in the hallway. Most rooms have an "a" bed and a "b" bed, with the "a" bed being close to the hallway and the "b" bed being further. They are noticing intermittent signal loss on the "b" beds. The issue is regarding a system that is fully operational and the caller understands that these small 1-2 second bouts of loss can be attributed to patient movement, bathroom usage, and other mitigating factors. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme)reported that there was intermittent signal loss being displayed on the central nurse's station (cns) for the b beds. On the upper level of the hospital, the antenna are in the hallway. Most rooms have an "a" bed and a "b" bed, with the "a" bed being close to the hallway and the "b" bed being further. They are noticing intermittent signal loss on the "b" beds. The issue is regarding a system that is fully operational and the caller understands that these small 1-2 second bouts of loss can be attributed to patient movement, bathroom usage, and other mitigating factors. The biomed wants documentation of it because the hospital administration is getting frustrated with the signal loss. Nihon kohden technical support and the customer agree that the system was working for the "a beds." No significant signal loss episodes ever and the "a" beds are largely unaffected. It is only affecting these "b beds" furthest from the antenna. Technical support reviewed the their floor plan and in the northern part of the building where the issue is worst, the antenna are only in the hallway. Technical support expressed their concern to the biomed that they might just be lacking in coverage. Technical support did not have documentation on the system performance or limitations, so encouraged him to reach out to his sales representative to discuss remediation or re-certification. Technical support will be reaching out to the account executive on his behalf as well to ensure that he is aware. The issue discussed in this complaint is regarding a system that is fully operational. All signal loss can be attributed to patient activity. This issue can only be addressed by a re-design of the antenna system and is an issue for project management. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Correction of information: d10 corrected telemetry transmitter to actual model number and serial number that was provided by the customer - zm-520pa sn (B)(6). G4 premarket identification PMA/510(k) was corrected from k102376 to mi. H10 removed "d4 unique identifier (UDI) number na as the device was manufactured and sold before the UDI requirements" from the section noted above as "the following fields are not applicable (na) to the MDR report:" section above as it was incorrect for this complaint:" as this was an incorrect statement for this complaint.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed intermittent signal loss for their "b" bedside monitors (bsms).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) displayed intermittent signal loss for their "b" bedside monitors (bsms). On the upper level of the hospital, the antenna were in the hallway. Most rooms have an "a" bed and a "b" bed, with the "a" bed being closest to the hallway and the "b" bed further away. The issue was regarding a system that was fully operational, and the caller understood that these small 1-2 second bouts of signal loss can be attributed to patient movement, bathroom usage, and other mitigating factors. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported that their rooms had two beds and the beds that were further away from the antennas, which were placed in the hallways, were experiencing intermittent signal loss. Nk tech support reviewed the customer's floor plan and had deduced that the transmitters were experiencing signal loss due to poor signal coverage or patient activity. There is no evidence of an nk device malfunction.